Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 168318: (B)(4) items manufactured and released on (B)(6) 2017. Expiration date: (B)(6) 2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
We were informed on (B)(6) 2018 that a patient came in complaining of pain. The cause is unknown at this time. The surgeon plans to revise the insert on (B)(6) 2018. Update received on (B)(6) 2018: the surgeon revised the insert as planned (the insert was upsized from 10 mm to 14 mm). The surgery was completed successfully. The surgeon said that the revision was due to general pain and instability.